Manufacturer narrative:
(B)(4)

Event description:
It was reported that, the display on an 840 ventilator was faulty. Although requested, information pertaining to the use of the device and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
(B)(4). It was reported that, while in use on a patient the display on an 840 ventilator was unreadable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverters. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.